Event description:
It was reported that during a reinfusion of autologous blood the patient started shaking and rigors. The reinfusion was disconnected. The patient's temperature increased from 36.7 degrees celsius to 38.3 degrees celsius. The doctor prescribed a gram of paracetamol and one more gram 4 hours later. The drain bag was cultured and there was no growth after 5 days.